Event description:
Factory analysis of a returned cpu and power management pcb board found no faults during evaluation and testing. Review of the diagnostic history logged on the cpu pcb board revealed multiple occurrences of a 35v supply failure. The noted 35volt failure can result in a shutdown of the ventilator during use in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. The customer had reported the ventilator would not start up and during service induced further failure. Manufacturers field service engineer replaced the pcb boards to repair the unit and performed final testing which passed.